Event description:
The customer reported that they received a discrepant high sodium result on one patient compared to retesting on their laboratory instrument. There is no report of injury due to this event.

Manufacturer narrative:
The customer has provided instrument files. Several 'sodium interferent detected' error messages were noted on the day of the event. The customer stated that the patient was taking perhexiline which is a known sodium sensor interferent. Further investigation is underway to determine if the interference is the cause of the event.

Manufacturer narrative:
After a thorough review of the system data logs, the root cause for the high discrepant sodium results appears to be sample specific and not caused by a sensor or system malfunction. An immediate interference response to each of the five escalated blood samples was noted in the sodium sensor tracelogs as well as in recorded events log. The drug perhexiline is a known interferent of the rapidpoint sodium sensor (refer to urgent field safety notification poc 23-018.a.ous). It notifies the customer of a risk of reporting high bias in sodium results for patients on this drug. The interference with perhexiline is dependent on the exposure level from the patient blood sample. Each of the five escalated samples had triggered the interference detection algorithm that introduces an additional calibration (retrocal) for the next sample being run on the m-cart. In the absence of another sample, the exposure to interference is captured in the next calibration cycle. This is a safeguard against reporting patient results due to the temporary instability in sensor performance caused by the interferent. The observed discrepant na+ results are consistent with perhexiline interference. (B)(4).